Event description:
Ous MDR - after an implantation time of about 79 months, a shock impedance >150 ohm was reported. No deterioration of the patient's state of health was reported. The date of implant was not provided.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the inspection, a conductor fracture of the rope conductor to the rv shock electrode was found at the df-1 connector. This damage manifestation indicates significant mechanical stress in the implanted state and can with high probability be regarded as the cause for the high impedance. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.